Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin leaked from the end of the patient line when the cartridge was being filled. The customer successfully filled a new cartridge. The customer reported a blood glucose (bg) level of 47 mg/dl and it was addressed with apple juice. Reportedly, the cartridge leaking did not contribute to the bg level. A system check with tandem¿s technical support indicated that the pump functioned as expected.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob) five hours before low bg levels were recorded. Insulin on board (iob) ran out one hour before low bg levels were recorded. Basal rate was adjusted at 4:01am from .3 u/hr to 1.3 u/hr. This basal rate adjustment seem to be extreme. Basal rate has since been adjusted slightly lower. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Extreme basal rate adjustments could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (leaking cartridge) was verified. The alleged blood glucose level could not be confirmed due to the leaking cartridge.